Manufacturer narrative:
(B)(4). Result of examination: the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device has been received from the user facility at our (B)(4) and the investigation is on going at this time. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): patient have received an over infusion. Planned infusion time was 10 hours in a two-step interval (30 min, 12 ml/h + 9,5 h, 18 ml/h). One nurse setting up and configuring the pump according to planned infusion, and a second nurse runs a check of the finished pump programming as a back-up. A nurse monitors the infusion closely the first hour according to standard procedure, and no abnormal infusion or alarms are registered throughout the day. In the evening, pump give alarm "too many drops". Nurse checks user manual which recommends to open the door, and check if the infusion line is inserted correctly. A second nurse is also controlling the infusion line and pump set-up (infusion speed, time, etc). No error was detected. Approximately 1,5 hours earlier than estimated infusion end (8,5 h after start-up) , they discover deviation between estimated time and remaining fluid in the infusion bag. What the pump was estimating was not checked at this moment. Due to this, infusion ended approx 1 hour earlier than the intended time of 10 hours (actual infusion time: 9 hours). Patient have reported increase of dripping speed in drip chamber while walking with the infusion stand. This was normalised when pump system was back in a static position.